Event description:
It was reported that while disposing of bd vacutainer® eclipse¿ blood collection needle, the safety shield detached resulting in a needlestick injury of the palm. No report of medical intervention or treatment provided.

Manufacturer narrative:
H.6. Investigation summary: material #: 368608. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that while disposing of bd vacutainer® eclipse¿ blood collection needle, the safety shield detached resulting in a needlestick injury of the palm. No report of medical intervention or treatment provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.